Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported conditions for this incident state that during a procedure the ring was broken and the balloon would not inflate. Part of the plastic housing of the reflux valve was cracked off. Functionally, the trocar balloon was unable to be properly inflated due to the cracked reflux valve. The flapper valve and locking collar functioned properly. Visual inspection of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to broken reflux valve; therefore, the reported conditions were confirmed. A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
According to the reporter, the ring broke and the balloon would not inflate the patient is currently fine. There was no unanticipated tissue loss/damage. There was no blood loss greater than 500ccs. There was no delay in surgical time. No part of the device fell into the patient cavity. A new product was opened to complete the case.